Manufacturer narrative:
The ventilator was investigated on-site. The investigation found that several parts need to be replaced. Pictures that were received shows that the ventilator alarmed for restart ventilator. The device logs were not received and no parts have been returned for investigation. Since no parts were returned the root cause of the reported event has not been determined. It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Event description:
It was reported that the ventilator did not start. There was no patient involvement. Manufacturer's ref #: (B)(4).